Event description:
It was reported that during a gastric bypass procedure, the surgeon was using the device according to IFU on soft tissue, no cross firing, no clip firing. On the sixth firing the nurse has changed the cartridge, closed the instrument and gave to the surgeon, who has placed it through the trocar. The surgeon pushed the release button, the handle went to the pre-firing position, but however the jaws didn't open. Another like device was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: non conforming crimp assembly. The analysis showed that the ats45 instrument was received with the anvil closed and the closure ring extended from the flex neck due to an insufficient closure ring crimp. A tr45w reload was received loaded on the device. The reload was received fully loaded with staples. No conclusion could be reached on why the closure ring crimp was insufficient. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).